Event description:
The customer reported partial aspiration errors on the lh500 instrument while running qc controls. The customer technical specialist (cts) had recommended bleaching the aspiration path on the instrument. The customer had bleached the aspiration path and called back to report clear liquid leaking from the back of the instrument onto the counter top. The volume reported for this event was 5 ml and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the leak caused by the tubing at pinch valve 49 (pv49). The fse replaced the tubing through pv49 to resolve the leak and aspiration errors reported. (B)(4).